Manufacturer narrative:
Evaluation summary: x-ray demonstrated moderate to heavy calcification on all three leaflets, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. What appeared to be fibrin-like deposit was observed on the inflow aspect of leaflets 2 and 3. Fibrin-like material interfered with the coaptation between leaflets 2 and 3. Thicken and swollen tissue was observed on the free margin of leaflets 3 near commissure 1. Customer report of explant due to patient needed a new valve in mitral position could not be confirmed through visual observations. However, host tissue and calcification restricted leaflet mobility and led to stenosis. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. Host tissue/pannus growth likely contributed, to a lesser degree, to this explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. In this case, it was reported that the subject aortic device was explanted at the same time a new mitral valve was implanted as the patient did not want to have a another surgery. There was no degeneration reported on the device. Based on the findings of the product evaluation of calcification and pannus formation, it is likely that patient factors were a contributing cause.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an edwards valve was explanted after an implant duration of 6 years and 5 months. The patient was (B)(6) at implant. Reason for explant remains unknown.

Manufacturer narrative:
Additional manufacturer narrative: through further investigation, it was reported that the subject device was explanted at the same time a new mitral valve was implanted. There was no degeneration notes on the subject device. The patient did well after surgery.